Manufacturer narrative:
Product event summary #(B)(4). The partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. A proximal portion was received measuring 48 cm. A distal portion was received measuring 48 cm.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient was experiencing lightheadedness one day post falling and catching themselves while on a roof. It was also reported that the lead had high impedance and was not capturing at high output. Additionally, a lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.